Event description:
It was reported that a brown material was observed inside the connection between the dpt and IV set before use.

Manufacturer narrative:
We received one single dpt kit with IV set and pressure tubing for examination. Priming solution was visible throughout the kit. Pressure tubing remained coiled with paper band. Three brown particulates were found at the connection between the female luer of dpt and the IV tubing male connector the particulates were approximately 5.5 x 0.5 mm, 4.5 x 0.5 mm, and 2.5 x 0.5 mm in size. The particulates did not get flushed out of the kit during 5 minutes of continuous flushing. Per chemistry analysis the ir spectrum of the unknown brown particulate showed similar absorption characteristics when comparing to cellulose like material. An investigation into root cause and corrective actions is underway. A supplemental report will be forthcoming. A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
An investigation is underway at the supplier to identify potential causes and determine actions as deemed necessary to prevent recurrence of this type of complaint.